Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl powerpicc solo catheter. A gross visual inspection of the returned unit found that multiple tears were present on the catheter tubing just distal of the molded joint. Microscopic inspection of the fracture site found that the tears all had different orientations. The lack of uniformity between the orientation and shapes of the tears suggested that the damage may have been caused by multiple sources or by multiple separate occurrences from the same source. Most of the tears had jagged and angular edges. Additionally, all of the fracture surfaces were granular. These features suggested that a mix of tensile and shear forces contributed to the damage. In one of the tears, the damage tapered down as it approached the inner catheter wall, such that there was more damage on the external surface of the catheter tubing. This indicated that the damage had likely originated from a source external to the catheter. The features observed suggested that a blunt type instrument (i.e., forceps) may have contributed to the damage observed. However, there was not enough evidence gathered to conclusively determine what instrument caused the damage or when and where the damage occurred. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient complained of a leak that was reportedly observed at home. Leak at the level of the PICC line: after the wings, at the level of the tubing. According to the reporter, only nacl flushes were being performed, as the catheter had recently been used only for blood sampling. There was no harm to patients' health. The only consequence is that a new PICC line will be placed today.